Manufacturer narrative:
CAPA remediation.

Event description:
The patient called the clinic on (B)(6) 2018 with complaints of neck swelling and difficulty swallowing. The physician prescribed a steroid (medrol dose pack) over the phone. The patient called their physician on (B)(6) 2018 with no resolution and came to the clinic. There they were evaluated by a nurse practitioner and found to have a neck hematoma. The patient was started on antibiotics to prevent infection. At post op visit on (B)(6) 2018 issue was resolved.